Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was in backup vvi mode. The device was restored back to original settings. The patient was stable before, during, and after the intervention.